Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, g.1, h.3, h.6. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, crease flat, brown particles in the surface of the shell. A microscopic analysis was performed which identify a sharp opening on anterior side. Based on the device analysis the final assessment is: an opening sharp in the anterior side assessed as unidentified (tear) opening.

Event description:
Medical staff reported a right side rupture. Device explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reported a right side rupture. Device explanted and replaced.